Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation of the device shows the tip fractured in a clockwise manner which is consistent with inserting an implant. Additional information provided that the surgeon had trouble getting the first locking cap down so they took it out and inserted another. The set screw that caused the issue was inserted all the way when the locking cap driver broke at the tip within the locking cap. The set screw and the driver tip were left in the patient, as the driver tip could not be removed. The screw head that was being used was a tav creo amp threaded screw head. It is possible that the threads within the screw head became cross threaded during the insertion of the locking cap which could have caused the excessive friction that lead to difficulty inserting both set screws. Additional information provided that the difficulty could have stemmed from not bending the rod before insertion. The fracture of the driver tip is consistent with excessive stress; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported that during surgery the tip of the creo threaded locking cap driver was broken and left in a set screw in the patient.